Event description:
It was reported that during the osseotomy procedure, the prima initial drill"broke during surgery" (implant site # is unk). Pt outcome unk; awaiting f/u.

Manufacturer narrative:
Visual exam of the returned device revealed drill is broken in two pieces. Drill broke at the laser mark, perpendicular to its axis near the top of the drill. This is a known issue due to inherent nature of bit functionality. Breakage is possible, especially when utilized in the posterior aspect of the mouth due to extreme angle and high directional forces. (B) (4). No adverse trend noted. Complaint is confirmed, root cause is attributed to operational context. (B) (4).